Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was a blotch of black on the screen, reservoir area was cracked, battery life was less than 6 days, held pressure on the reservoir plunger to correct refill reservoir, did not register the insulin reservoir and residue on the battery area kept the insulin pump from connecting to the battery unless he cleaned it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.